Event description:
The doctor was drilling during surgery and the drill snapped in half. The doctor could not reach the broken drill bit in the canal. After looking at an x-ray, the doctor determined that it would cause no pain or negative action to the pt and hence left it in the pt.

Manufacturer narrative:
Investigation in progress, but not yet complete.